Event description:
It was reported by biomed that there was an issue with the arcticsun gel pads. The nurse reported that the device was alarming, 3 pads were changed out, and the device was then operating properly. The patient was at 37c on target, the flow rate was 2.4l/min, and the water temperature was 28.1c. Per troubleshooting, biomed checked the event log and stated there were no alarms or alerts. He was advised to have the nurse keep the pads for return.

Manufacturer narrative:
The reported event could not be confirmed. No sample was returned for evaluation. It is therefore unknown if the device failed to meet specification. The device was being used for treatment at the time of the reported event. A potential failure mode could be '3.2 air leakage into the system¿ with a potential root cause of '3.2.1 misconnection of supply and return lines.¿ the lot number is unknown; therefore, the device history record could not be reviewed. A labeling review is not required. The product code for this z300 product is unknown. Therefore, bd is unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported by biomed that there was an issue with the arcticsun gel pads. The nurse reported that the device was alarming, 3 pads were changed out, and the device was then operating properly. The patient was at 37c on target, the flow rate was 2.4l/min, and the water temperature was 28.1c. Per troubleshooting, biomed checked the event log and stated there were no alarms or alerts. He was advised to have the nurse keep the pads for return.